Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The customer contact reported the device will be repaired at the user facility. If the device is received, a follow-up report will be submitted. Although the device was not returned for investigation, as indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device door roller was broken. The device was returned to the biomedical department with a work order that stated "IV pump door broken". It was reported this was noted prior to patient use. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the door roller was broken off. No additional information was provided.